Manufacturer narrative:
This report is based on information provided by philips remote service engineer and schiller investigation team and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls indicating that the device failed pacing during preventative maintenance. Device would not pace over 20 ma. Logs were requested from the customer. The investigation performed on the logfile showed entries of an error 26. However, the date of the log entries (2000-01-03) does not match with the date of occurrence mentioned by the customer. This deviation may be caused by an empty internal battery, which causes a reset of the rtc. This issue appears to be a non-reprooducible pacer error, which is logged as error 26 in the logfile. As the error is not reproducible, the root cause can't be concluded. However, it is suspected that the error is due to an intermittent communication issue between the dpm and main board. This error is under observation in sagqi-137 CAPA (B)(4) - tempus ls: pacer issues. Intermittent hardware failure - defective electrical component the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the tempus ls device will not pace over 20 ma and failing pacer. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.